Event description:
It was reported that the customer had a cracked display on the insulin pump. The customer blood glucose level was 140 mg/dl. Troubleshooting was performed and the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Analysis reported a cracked case at the display case window corners and cracked reservoir tube noted. The insulin pump had a racked display window, cracked reservoir tube lip, cracked reservoir tube window, cracked battery tube threads and cracked belt clip slot.